Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.